Event description:
User facility report was received that reported the patient's oxygen saturation dropped to 60% and the ventilator alarmed vent inop due to a flow sensor failure. The patient was disconnected from the ventilator and placed on another ventilator. Oxygen saturation and vital signs returned to normal. There was no patient injury. The customer was advised to perform a full diagnostic and functional test which both revealed no problems. All flow sensors and sensor communications were functioning to specification. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
Out of warranty; no request for service.